Event description:
The old leads unfortunately crumbled in the pocket during generator change and were capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).